Manufacturer narrative:
Concomitant products: product ID: 977d260, serial# (B)(4), product type: screening device. Product ID: 977d260, serial# (B)(4), product type: screening device.

Event description:
Information was received from a representative regarding a trial patient. It was reported that there were high impedances. On (B)(6) the impedances were in the 6000s and on (B)(6) they were in the 3000s. It was reviewed that the issue was most likely related to lead placement. The caller reported that during the trial they had difficulty placing the leads because of stenosis. The symptoms reported were no stimulation and stimulation in the wrong spots. Further information received indicated that the patient was reprogrammed twice and after 2 days the impedances became normal.